Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the dissection, chest pain, and bradycardia could not be definitively determined based on the information available. The physician suggested that the dissection could have been caused by the guidewire prior to shockwave ivl therapy with the shockwave c2+ coronary ivl catheter, or it might have been that the second lesion was already a ruptured plaque, with shockwave ivl possibly exacerbating the situation. The physician reported that the patient outcome would have occurred even without the use of shockwave ivl, and if only percutaneous transluminal angioplasty (pta) and stenting were performed. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.

Event description:
A patient underwent treatment using shockwave c2+ ivl coronary catheter system to treat coronary artery. It was reported that the patient experienced a dissection during the procedure. During surgical turndown, the ivl catheter delivered two cycles distally when the patient decompensated. The ivl balloon was moved proximally and an additional two cycles (20 pulses) were delivered. Between each cycle, the ivl balloon was pulled back to allow the patient to recover. After the two proximal cycles, the patient experienced chest pain, and the patient's heart rate slowed into the 30s. A stent was placed from distal to proximal to treat the dissection, and integrilin administered. The patient's heart rhythm normalized to the 70s within a few minutes. The event resulted in extra time in the hospital, and there were no additional patient sequelae reported.

Manufacturer narrative:
The following sections were updated accordingly per additional information received 17-sep-2025: 1) a2 - age at time of the event: 80 year(s) 2) a3a - sex: female 3) b5 - added "the dissection that the patient experienced was classified as grade c. During the procedure, a non-compliant (nc) balloon was used. The patient was discharged." 4) d10 concomitant medical products and therapy dates: added "nc balloon - unknown manufacturer" and "09/04/2025".

Event description:
Additional information received on 17sep2025: the dissection that the patient experienced was classified as grade c. During the procedure, a non-compliant (nc) balloon was used. The patient was discharged.